Event description:
On (B)(6) 2019, following in unexpected triple by-pass surgery, I was discharged from (B)(6) wearing the zoll lifevest. Within 24 hrs of wearing this device, I was in pain that was unrelated to my surgery and on or about (B)(6) 2019, I discovered that the zoll lifevest was causing pressure wounds, bilaterally on and around breasts. Putting gauze pads between me and where the vest was causing injury was nearly impossible due to the need for the various diodes to be in touch with my skin. Putting on a bra over the zoll lifevest exacerbated the pressure already being caused by the zoll lifevest. A soft sided / non underwire bra was not providing enough lift or support of the breasts to alleviate the pressure, rubbing and pain. This device may be in violation of title vii as it is obviously designed for men and not women with breasts. It is possible, a woman with a size a cup would not find this medical device to cause problems but I wear a size ddd and if the zoll lifevest had been designed for women of any size, it would have built in cups that would provide the lift and support necessary to allow the device to function without causing add'l wounds and pain. Where the zoll lifevest hooks together in the front is likely in more than one way. First, the surgery scar ends in a spot such that the zoll lifevest hooks and lays on top of the bottom of that scar. The fabric rubs against the wound and pulls the scab forming. Second, if you must use the loosest setting, a woman with large breasts has an open metal hook pressing against and rubbing across the underside of her breast causing pressure wounds and pain. Third, if you put it on the tightest setting, the overlap works its way out from under the overlap and you still have the underside of your breast pressing into and rubbing against metal. Fourth, having breasts larger than a cup size a, you cannot have even the allusion of dignity when you go outside. Having cups built into the zoll lifevest would provide the dignity needed when you must go out in public. The option was: exacerbating the pain and wounds by putting a bra over the zoll lifevest or go out in public knowing that you would have not a shred of dignity while you were out. I am stunned to discover that this medical device has been approved by the FDA since 2001 and no one has identified the discrimination if not blatant misogyny of its design. I would be sadly disappointed if it is discovered that the problem was reported but left uncorrected. This needs to be corrected, women should not be subjected to add'l pain and wounds simply because they are women. Heart surgery is painful enough without add'l torment caused by a device that is designed to save a life. Are zoll lifevest's designers of the opinion that women's lives don't matter? That is the conclusion I arrived at following my experience wearing the zoll lifevest. I have reported this directly to zoll lifevest, the surgeon who did the surgery and my cardiologist. FDA safety report ID# (B)(4).